Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was replaced with another inflatable prosthesis due to a break in the clear pump tube and a leak at the pump.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a partial separation in the pump inlet tubing at the tube/strain relief junction. Testing revealed this to not be a site of leakage. An area of abrasion was noted adjacent to the partial separation, indicating the tubing had been kinked. Microscopic examination of detachment surfaces of the shorter exhaust tube of the pump and exhaust tube of cylinder 2 revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. This was not a site of leakage. Abrasion was noted on the longer length pump exhaust tubing and on both cylinder tubing. No functional abnormalities were noted with any of the components received. The information received indicated that there was a tubing break in the clear pump tubing. No functional abnormalities were noted with the returned components. However, microscopic examination of the detachment end of the shorter exhaust tube of the pump and exhaust tube of cylinder 2 reveled the surfaces to be rough and irregular. Based on examination and information received, quality concludes this most likely was the site of the reported malfunction. A separation of this type could then allow the loss of fluid, making the device inoperable.